Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
UDI(di) (B)(4). Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the issue is resolved.

Event description:
Device 1 of 6. Reference MFR report#1627487-2014-01805, reference MFR report#1627487-2014-01806, reference MFR report#1627487-2014-01807, reference MFR report#1627487-2014-01808, reference MFR report#1627487-2014-01809. Follow-up identified the patient is still healing and taking antibiotic therapy.

Event description:
Device 1 of 6. Reference MFR report#1627487-2014-01805, reference MFR report#1627487-2014-01806, reference MFR report#1627487-2014-01807, reference MFR report#1627487-2014-01808, reference MFR report#1627487-2014-01809. The patient received two extensions with the same lot number. It was reported the scs system was explanted due to infection at the ipg and lead sites. Cultures were taken, however results are unavailable at this time.